Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 05/04/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The reaction was described as a 1cm x 1cm bump surrounded by redness. Reaction was located around the edge of, as well as underneath, the sensor adhesive. On (B)(6) 2016, patient's father brought the patient to the clinic and the patient was prescribed antibiotics. Affected area was treated with over-the-counter hydrocortisone cream and the prescribed antibiotics. At the time of contact, the patient still had the rash. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement is not approved for sites other than under the skin of the belly (abdomen) or, in the case of patients between the ages of 2 and 17, the belly or upper buttocks.